Event description:
Reporter called in response to the er1 message. Reporter stated that he rec'd the er1 message about a month ago. Reporter retested and rec'd a blood glucose result within his normal range of 65-140 mg/dl.